Event description:
It was reported that while inserting the intravenous (IV) into the patient, the needle did not retract into the safety compartment. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A device history review (DHR) was performed, and no discrepancies or abnormalities were found relevant to the complaint. No root cause could be determined as the complaint could not be confirmed.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given were to recur. Report 3012307300-2022-08838 is no longer considered reportable, please disregard any MDR reports associated with it.